Manufacturer narrative:
Per tandem¿s t:slim g4 user guide, ¿the single-use disposable cartridge can hold up to 300 units (3.0 ml) of insulin¿. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that multiple, minimum fill notifications occurred after filling a cartridge with 100 to over 300 units of insulin. The customer¿s blood glucose level was 199 mg/dl. Reportedly, a new cartridge was loaded successfully and insulin delivery was resumed.